Event description:
It was reported that the neurostimulator battery was empty. It was noted that the severity was mild. It was further noted that the event resulted in in-patient hospitalization. Additional information received reported that the outcome was resolved without sequelae on (B)(6) 2014. It was noted that the implantable neurostimulator (ins) was replaced on (B)(6) 2014. It was noted that the device was interrogated and the device was found to be off. It was noted that the event was related to the device or therapy and not related to the implant procedure. Additional information received reported that signs and symptoms included ¿dystonia symptoms discrete increased.¿ additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).